Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during a drg lead replacement procedure on (B)(6) 2021 [related manufacturer reference number: 1627487-2021-13148], the t12 lead was dislodged. The physician decided to replace both leads. Therapy was restored at post-op.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.